Event description:
It was reported that the patient presented in clinic. Upon review, the atrial lead exhibited high capture threshold. The lead was re-positioned on (B)(6) 2022. The patient was stable throughout.

Event description:
It was reported that the patient presented in clinic. Upon review, the atrial lead exhibited high capture threshold. The lead was re-positioned on (B)(6) 2022. The patient was stable throughout.